Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00469; s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
As reported, patient was a previously revised. Previous humeral component and condyles were removed. Antibiotic beads were placed. New condyles and a 4 x 100 humerus were implanted.